Event description:
Customer reportedly received results of 42 mg/dl and 102 mg/dl within 10 minutes on the aviva sys. Low blood glucose symptoms were reported with these results. Customer self treated with peanut butter crackers and low blood glucose symptoms improved 10 minutes later. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.